Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 600 mg/dl. Customer experienced ketones. The customer was treated for their blood glucose with customer was wearing the insulin pump during their hospital stay. Customer states that there was a mixing of colors that creeps from the bottom of the screen up.